Event description:
One of two 4233 castle sterilizers failed a 3m bowie dick test according to user. Biomed replaced the parts that would affect a bowie dick and the user was asked to re-run test. After a period of time, the user stated a second bowie test was questionable. Another part, not in stock was ordered overnight delivery. The sterilizer was down the 1st day. Next day, the other sterilizer had a torn gasket and also failed a 3m bowie dick. A gasket was replaced, the door was aligned and another bowie was run. The user reported the 3m bowie result was questionable on second sterilizer as well. Biomed compared questionable bowie results with passed results from previous days and determined they were the same. Biomed then decided to re-run first sterilizer waiting parts (without replacing part) and got the same questionable result as sterilizer with torn gasket. Biomed replaced various parts in both machines at this point and bowie tests in both machines got progressively worse over time. 1 of 2 sterilizers was down for a day and now 2 of 2 are down. Both sterilizers achieved all cycle parameters with no caution or warnings. Castle service representative came in and confirmed machine functionality, calibration and ran multiple successful castle type bowie dicks. It was noticed that users were placing bowie test on the same case cart left in the machine for multiple sterilization cycles throughout the day. The users were then asked to replace case cart as it is metal and thought to be reheating chamber, potentially minimizing steam input necessary to change indicators. Bowie dick and biological indicators started passing successfully afterwards.======================manufacturer response for sterilizer, sterilizer (per site reporter).======================vendor was not able to find a problem with sterilizer.